Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of baclofen and morphine via an implantable pump for spinal pain. It was reported the patient encountered the motor stall code (B)(4) on their personal therapy manager (ptm). The patient heard a beeping that sounded like it was coming from their pump since the previous night ((B)(6) 2019). The patient had not had a magnetic resonance imaging procedure (MRI). The patient had not encountered a strong static magnet or other electromagnetic (emi) source. The patient was redirected to follow-up with their healthcare provider. The patient's stomach was hurting and they reported their pain was through the roof. Additional information was received from the manufacturing representative (rep) on (B)(6) 2019. The patient's pump was interrogated and showed an active motor stall. It was indicated multiple motor stalls and recoveries had occurred. There were two stalls the day before ((B)(6) 2019), and the final stall did not recover. The pump was currently stalled. The patient was in the healthcare provider's office. The doctor wanted to turn the pump off so it would not continue to alarm. The pump off code was provided. Motor stall considerations were reviewed. No further complications were reported or anticipated.